Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered pelvic pain, recurrent urinary incontinence, urinary tract infections, yeast infections, dyspareunia, medical treatment, and/or other pelvic mesh product-induced injuries, causing increased medical expenses, significant mental and physical pain and suffering, and loss of enjoyment of life. No further info has been provided.